Event description:
It was reported that the patient was frequently charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively. Nothing will be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over the past 9 months prior to the date the manufacturer became aware. Additional suspect medical device components involved in the event: product family: scs-ipg-r, upn: m365sc11320, model: sc-1132, serial: (B)(6), batch: 202652, UDI: (B)(4). Product family: scs-adapters, upn: m365sc9218550, model: sc-9218-55, serial: (B)(6), batch: 19938025/19938025, UDI: (B)(4).